Event description:
It was reported that a rejuvenate removal and conversion to secur-fit plus. Patient had an elevated ion level and complained of pain. Stem was removed as well as modular neck and head/mdm implant. Secur-fit plus was implanted with mdm (new) and appropriate length head.

Manufacturer narrative:
An eval of the reported devices cannot be performed as they were retained by the hospital and were not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01755.